Manufacturer narrative:
Lens remains implanted; plan to exchange. Lens was exchanged in (B)(6) 2016 (exact date not known) for a larger, different diopter lens. No additional information is available. (B)(4).

Manufacturer narrative:
Previous: lens was exchanged in (B)(6) 2016 (exact date not known) for a larger, different diopter lens. No additional information is available. - updated: the lens was exchanged for a larger, different diopter lens on (B)(6) 2016. The lens exchange resolved the problem. Explanted date: it is corrected from (B)(6) 2016 to (B)(6) 2016. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Patient code (B)(4) (no code available): secondary surgery, lens repositioning. Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2 diopter -15.0/+4.0/091 diopter into the patient's right eye (od) on (B)(6) 2016. The surgeon noted lens rotation, refractive change over time, and lens repositioning. The claim report states there is a plan to exchange the lens ("re-implantation"), and the same report states the lens remains implanted. Attempts to obtain any further information have been unsuccessful.